Manufacturer narrative:
The device is not available for investigation. Hence the reported complaint of a leak could not be confirmed. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional information in b3, b5, d9.

Event description:
Additional information was received indicating that the blue side port was occluded. Normal saline (ns) could not be instilled during flushing, and leakage was observed.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ bag spike with clave¿ additive port that reportedly led to (unspecified) chemotherapy spillage. There was no human harm reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received.